Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. There are remains of the laser point secure the screw and prevent loosening at the thread on the bottom site. All parts were not returned to perform a full investigation therefore we must conclude this complaint to be indeterminate. The root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a crimper part for a transconnector was not useable, the set was not working due to this. The distal screw or bracket holding the crimper together and allowing it to articulate was sheared off. There was no patient involvement and it did not occur in the operating room; it was discovered pre-reoperative while setting up for the case. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #8kc1 and #00044420 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 47,8-48 hrc and was found to be good. No nonconformance reports were generated during production the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.